Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss could not be tested due to some of the components not being returned. The reported foot separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an interventional afib ablation procedure using a 8f sheath. No femoral angiogram was taken. Reportedly, a cuff miss occurred. The footplate was closed and the proglide device was removed. When the device was outside the patient's anatomy it was deployed and was noted a foot was missing. The location of the separated foot could not be confirmed. No imaging was done to verify/confirm that nothing was left in the anatomy. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.